Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code 4614 ¿ a severe injury, illness or impairment which requires hospitalization or medical intervention. H6: code 2993 ¿ an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. Device remains implanted, therefore no return and no product evaluation could be performed. H6: code 3331 ¿ the investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. H6: code 4111 ¿ the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. H6: code 4114 ¿ the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Manufacturer narrative:
As the medical device remains implanted, return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of a descending aorta aneurysm using conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2021, the computed tomography angiography imaging revealed an aneurysm enlargement, and a proximal type I endoleak or type iii endoleak(tear/disruption in graft material) was suspected. A reintervention to reline the stent graft was performed. The patient tolerated the procedure.